Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant medical products: 250cc mentor smooth round moderate profile saline breast implant (catalog number 3501635, serial number (B)(4)). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation with a 250cc mentor smooth round moderate profile saline breast implant and experienced postoperative left-sided deflation. The diagnosis was confirmed by physician upon examination. As a result, the patient underwent bilateral explantation on (B)(6) 2019 and replaced with 325cc mentor memorygel breast implants (catalog number smpx325, left-sided serial number (B)(4), right-sided serial number (B)(4)).

Manufacturer narrative:
On 12/20/2019, the product investigation was completed. Device investigation summary: during visual inspection of the device, it was observed with no apparent damage. Leak testing revealed there was leakage from the valve also a tear in anterior view measuring approximately 0.1 cm was noted. Microscopic examination was performed and no evidence of instrument damage was observed. No additional anomalies were observed. The analysis was unable to determine the root cause for the leaking valve. Excessive manipulation may have caused the valve leak. The IFU states ¿not to manipulate (i.e., squeeze) the valve excessively, which may cause valve leakage¿. However, this cannot be conclusively determined. Possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 11/8/2019, mentor received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer reference number: (B)(4).